Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would unintentionally move into reverse trendelenburg when the head section button was pressed. The bed was located in room (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).